Manufacturer narrative:
Block h6: imdrf device code a22 captures the reportable event of bands falling off varix.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during an internal hemorrhoid ligation procedure performed on (B)(6) 2025. During the procedure, the bands could ligate the tissue but the band fell off after procedure. The band was detached within 24 hours, and the ligation effect could not be achieved. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.